Manufacturer narrative:
Based on device settings, the device was below the expected longevity. During analysis, the device behaved normal, no high current drain sources were found. The power consumption of the device was measured and found to be normal. The cause for the battery depletion could not be determined.

Event description:
It was reported that the device was explanted due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.